Manufacturer narrative:
Manufacturer completed the entire form. Additional manufacturer narrative: customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a f/u report detailing the results of the evaluation.

Event description:
A report was rec'd from the (B)(6) stating that they were conducting an investigation of a patient death. According to the reporter, a patient expired during use of an unidentified fluid warming device. The reporter stated that the event occurred in a nicu setting. No indication has been made that any fault of the device occurred. Further info has been requested. No further info has been provided at this time.